Manufacturer narrative:
This device (lot unk) is distributed outside the united states; however, it is similar to the united states product. Other events for this patient have been previously reported under MFR report #'s 9616099-2006-00720 & 9616099-2006-00721. The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient received a 2.5 x 23mm cypher stent to treat a stenosis of a previously implanted cypher stent. Ten months later the patient complained of chest pain. Coronary angiography was conducted and focal restenosis was observed inside of the implanted cypher. To treat the restenosis, balloon angioplasty with a 2.5 balloon was conducted at 16 atm. Inflation time was unknown. The residual % of stenosis was 25%.